Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02110. It was reported that when the patient presented via remote transmission, oversensing was noted on the right ventricular lead. The patient had a recent implant and device was programmed to vvi mode for unknown reason. Couple of days later, patient presented in clinic when dislodgement was noted on both atrial and ventricular lead. Both the leads were explanted and an epicardial lead was implanted. The patient was stable. Further information was requested but not yet available.